Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The end user states the seat is wobbly. She states the unit has ran into the cabinet and ripped the seat.